Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer was getting a recoverable fault on universal surgical manipulator (usm) 4. The customer was performing a 3-usm case and did not need usm 4 at the time, but they would need it on their following case. The customer inquired if the error would return and technical support engineer (tse) confirmed that it could. The procedure was completing as planned with no reported injury.